Manufacturer narrative:
The t:slim g4 pump user guide states: always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer performed fill tubing while the infusion set was connected at the site. The customer filled tubing with 17 units of insulin, then disconnected from the site when it was realized that it was still connected. There was no impact to the customer's blood glucose level.